Manufacturer narrative:
This MDR report is part of the (B)(6) program, exemption number e2015055. Two reported devices were received for evaluation; the event was confirmed during testing. Evaluation found corroded and damaged components in one device and internal broken down lubrication in the other device. These devices are not repairable and were not returned to the user facilities. One device was not returned to the manufacturer for evaluation. There were no remedial actions taken. These devices are not labeled for single-use.

Event description:
This report summarizes <noe> 3 </noe> malfunction events, in which the devices overheated. Two reported events had no known patient involvement or patient impact. One reported event had patient involvement; no patient impact.